Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis has not been yet performed, therefore no safety replacement interval has been calculated. The device remains in service and will continue routine follow up. No adverse patient effects. Additional information was reported indicating that this patient was in a ventricular tachycardia (vt) storm when the code 1003 was triggered. The patient received several shocks and rounds of anti-tachycardia pacing (atp), as the arrhythmia would convert and fall right back into the rhythm. It was believed that high number of shocks was the cause to the low voltage and subsequent code 1003 being triggered. Additionally, it was noted that the charge time had extended to 14.4 seconds. While data analysis indicated that the voltage would likely recover, engineers discussed that the ICD likely had about 15 shocks remaining. Given that the patient was recently in a vt storm, technical services suggested for the product to be replaced. This ICD was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis has not been yet performed, therefore no safety replacement interval has been calculated. The device remains in service and will continue routine follow up. No adverse patient effects. Additional information was reported indicating that this patient was in a ventricular tachycardia (vt) storm when the code 1003 was triggered. The patient received several shocks and rounds of anti-tachycardia pacing (atp), as the arrhythmia would convert and fall right back into the rhythm. It was believed that high number of shocks was the cause to the low voltage and subsequent code 1003 being triggered. Additionally, it was noted that the charge time had extended to 14.4 seconds. While data analysis indicated that the voltage would likely recover, engineers discussed that the ICD likely had about 15 shocks remaining. Given that the patient was recently in a vt storm, technical services suggested for the product to be replaced. This ICD was ultimately removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis has not been yet performed, therefore no safety replacement interval has been calculated. The device remains in service and will continue routine follow up. No adverse patient effects.